Event description:
Ems personnel were attending a patient in cardiac arrest. After applying difibrillation/monitoring electordes, the device allegedly displayed a continuous connect electrodes message and would not analyze the patient's rhythm. The reporter stated it appeared that the electrodes were not remaining adhered to the patient. The patient was not resuscitated.